Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the 28 +0 metal head from a competitor liner. The liner was revised to a competitor liner, the 28 +0 metal head was revised to a v40 metal head. Rep reported that no further information is available.